Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported experiencing ¿breast has got bigger¿, ¿bump¿, ¿don't know if it¿s' ruptured¿ and non-device related issues of ¿crohn's disease¿, and ¿ulcerative colitis¿. Additionally, healthcare professional reported "right side fluid on crease". Affected side is right. The device remains implanted.